Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample provided. Bd received one q-syte assembly with no packaging material. The q-syte was bonded to the end of an extension set. Through the visual examination of the unit, damage was observed in the form of a tear on the slit of the septum top disk. Damage was also observed on the body of the q-syte and the column wall of the septum. A water-leak test could not be performed on the q-syte assembly received since it had the remainder of an extension set bonded to the male end of the unit and it could not be removed. A fluid test was performed by flushing the unit with a lab provided syringe filled with water-food coloring solution. Leakage was not observed on any areas of the q-syte unit. We were unable to confirm or identify the reported issue. It is not known if it was caused at the user environment or by the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It has been reported that one bd q-syte¿ luer access split septum has been found experiencing leakage during use. The following has been provided by the initial reporter: q-syte shows valve leakage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd q-syte¿ luer access split septum has been found experiencing leakage during use. The following has been provided by the initial reporter: q-syte shows valve leakage.